Manufacturer narrative:
The complaint of a leak in the catheter is confirmed, and will be reported as user related. Returned for eval is one assembled 4 fr groshong catheter. During functional testing, a spraying leak was observed emanating just distal to the strain relief oversleeve. The tubing surrounding the leak site is unremarkable. The characteristics of the damage found on the complaint sample are features usually associated with burst damage secondary to over-pressurization. During functional testing the catheter was found to be occluded. The occlusion is located distal to the burst site. Attempts to clear the occlusion were unsuccessful. It should be noted that complete catheter patency could not be established due to this solidified blood residue. A proper flushing protocol must be followed in order to reduce the risk of occlusion. The products instructions for use (IFU) give descriptive instructions on how to prevent clot formation and catheter blockages. This may be a user maintenance issue. A lot history review (lhr) of reva1454 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that the groshong PICC was placed on (B)(6) 2011. Three days later, there were leaks in the insert point when flushing the catheter. The nurse moved the catheter. She noticed, there was rupture in the place labeled with 40 cm of the catheter.